Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked between the protector and the vial. The following information was provided by the initial reporter, translated from (B)(6) to english: the hcp then confirmed that the fluid was leaking from the connection between the protector and the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-jun-2022. H6: investigation summary one protector sample was provided to our quality team for investigation. The product was evaluated and a leak was observed between the vial and the protector. Although the protector was properly fitted to the vial, the needle of the protector was observed to penetrate the vial off-center. A review of the device history was performed for suspect lot 2007121, no deviations or nonconformance's were identified during the manufacturing process that could have contributed to this problem. Five retained samples from the reported lot were used for further evaluation. All product was visually inspected, no damage or defects were observed. The protectors were assembled to the vial using the m12 assembly fixture. In all cases, the liquid was able to flow from the vial into the syringe without problems and no leakage was observed between the protector and the vial. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked between the protector and the vial. The following information was provided by the initial reporter, translated from japanese to english: the hcp then confirmed that the fluid was leaking from the connection between the protector and the vial.